Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, premature battery depletion was observed on the device. The device was explanted and replaced. The patient was discharged to home.